Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "the use of extended trochanteric osteotomy in 2-stage reconstruction of the hip for infection" written by xiaojun shi, md, phd, zongke zhou, md, phd, bin shen, md, jing yang, md, pengde kang, md, phd, and fuxing pei, md published by the journal of arthroplasty made available online 1 march 2019 was reviewed. The article's purpose is to study the safety and efficacy of extended trochanteric osteotomy (eto) in the revision of chronic periprosthetic joint infection (pji) after primary hip arthroplasty by comparing the clinical and radiological outcomes of two-stage revision tha for chronic pji with and without eto. The article does not provide identification of original implants. The article identifies cementless depuy aml and solution stems were utilized for the 2nd stage re-implantation surgery. The article also reports that non-depuy antibiotic cement was utilized for the first stage procedure. The article does not discuss the acetabulum components and it does not identify bearing surfaces. Therefore, only the identified stems are captured within this complaint. The article reports that 5 patients from original data set had died but it was "due to unrelated heart or lung disease." The study's data set was compiled from 48 patients in eto group and 69 in no eto group. It is noted that patient who underwent repeated debridement in table 4 was prior to receiving depuy implants and performed during 1st stage of the 2 stage procedure. Figure 1 provides radiographic and picture imaging of a (B)(6) year old male that demonstrates stable femoral stem and bone ingrowth with most recent follow-up showed good hip function. Depuy products utilized: aml stem, solution stem. Adverse events: figure 2 provides radiographic imaging of (B)(6) year old male with staphylococcus epidermidis infection after primary tha, receives 2 stage procedures, and follow up exhibited positive infection culture after second-stage reimplantation surgery successfully treated with IV and oral antibiotic therapy. Table 5 provides 4 identified patients: case 1: (B)(6) year old female with staphylococcus epidermidis infection after second-stage reimplantation successfully treated with IV and oral antibiotic therapy. Case 2: (B)(6) year old male with staphylococcus cohnii infection after second-stage reimplantation successfully treated with IV and oral antibiotic therapy. Case 3: (B)(6) year old male with staphylococcus epidermidis infection after second-stage reimplantation successfully treated with IV and oral antibiotic therapy. Case 4: (B)(6) year old female with staphylococcus epidermidis infection after second-stage reimplantation successfully treated with IV and oral antibiotic therapy.